Event description:
Nxstage pureflow b 3l solution bags are rupturing at seams with activation. Nxstage pure flow dialysate bags ruptured with activation at seams. Five events of bag rupture on (B)(6) 2018. Pt variable - event occurred before pt contact.